Manufacturer narrative:
(B)(4). Date sent: 12/04/2019 additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? No symptoms; the discontinuous device was detected during a normal follow up x - ray what was the date of the imaging which showed the discontinuous linx (if available please share a copy of this imaging)? (B)(6) 2019 was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No did the patient have any other surgeries in the area? No was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? After 3 month ¿ here the placement was ok we are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No additional images it was reported that the revision surgery will be done (B)(6) 2020. Has this date changed? Is a replacement linx or fundoplication planned? The removal will be on (B)(6) and a fundoplication will be performed ¿ wish of the patient when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes when and if the linx device is removed, may we ask that the device be returned for analysis? Yes.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2019. Date of event: only event year known: 2019. The DHR for lot 12058 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12058 was an affected lot of the 2018 linx recall. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported, patient with open linx implant. Lot number 12058. Radiologically confirmed the separation on the implant. Surgery was on (B)(6) 2017. Revision will be on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent: 01/21/2020. Additional information received: the explant planned for (B)(6) 2020 is cancelled. No information about the reason. Patient has no pain and it seems the reflux is better. But x-ray confirmed the separated linx implant. A copy of the image is not available. The patient gave not her agreement.